Manufacturer narrative:
Other, other text: b3: date of event and d4: UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during biomed preventative maintenance, it was found the warmer temperature only gets up to 37 c after 20 minutes run time. Even after attempting to calibrate 4 units, the temperature swing is out of specification (41.9 plus minus .1 c).

Manufacturer narrative:
Other, other text: g2 email is: regulatory.responses@icumed.com. Device evaluation: one device was returned for investigation. Visual inspection found the device had a cracked tank cover and contaminated reservoir. Functional testing found the device was able to heat above 37 degrees celsius. The complaint could not be duplicated or confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.